Event description:
During a procedure of bone grafting for a left distal tibia fracture surgery on (B)(6) 2013, while the surgeon was harvesting bone graft from the left femur he noted that after the reaming was completed there was no bone in the graft filter. Surgeon dismantled and assembled the reamer irrigator aspirator on the back table. Surgeon reamed for bone again. This time there was a small amount of bone in the filter. Surgeon used allograft to supplement the grafting. An extended 30 minutes was added to surgery due to this event. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The design of this device has been reviewed and shown to be adequate for its intended use. There multiple potential causes of this complaint condition: reamer head may have become jammed, suction was not present or not adequate for the system to collect graft, canister assembly may have been incorrectly assembled. A review of the design risk assessment associated with this part shows that the possible hazards of loss of aspiration and the reamer/retainer/graft filter fill with debris/clog have been identified. The severity of patient harm in this complaint (increase in surgery time) is consistent with the risk assessment. A review of the complaint history ((B)(6) 2008 ¿ (B)(6) 2013) indicates that there have been 6 additional complaints which also include/reference ¿inability to collect¿graft¿ in the last 5, meaning that there have been a total of 7 occurrences. Although these complaints have all included/referenced ¿inability to collect¿graft,¿ no common root cause was identified. Three complaints referenced a missing inner plug: which would directly prevent the bone graft collection. Three complaints were indeterminate. Over the last 5 years, synthes has sold (B)(4) graft filters for ria-sterile (part # 352.229s). Using this number to estimate the number of procedures performed, the actual occurrence for this hazard is higher than the rate of occurrence of 1 (< 1: 10,000). The (B)(4) complaints over 5 years are not indicative of a trend or a design flaw. Due to the damaged components and the multiple potential causes, there is insufficient information in this complaint to conclude if it was caused by the product design, therefore, the disposition is indeterminate.